Event description:
There was no patient involved in this event. Green status indicator lit constantly.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. On the (B)(6) 2013 the device failed a weekly auto self-test due to a low battery. On the (B)(6) 2013 an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the memory between the (B)(6) 2013 and the final history log entry on the (B)(6) 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The random nature of the events and the 10 minute time outs, would suggest a failing membrane. During investigation the reported green status led illuminated fault was observed. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.